Event description:
During an in-clinic follow-up, the device was found to be in backup (vvi) mode. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.